Manufacturer narrative:
The reported event of a deformation during deployment could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018, a 35mm amplatzer cribriform occluder (aco) was selected for implant. During the procedure, the aco was deployed, but the left atrial disc came out in a deformed shape. Multiple attempts were made to reshape the aco to the original configuration without success. The aco was safely removed from the patient and was replaced with another 35mm amplatzer cribriform occluder. The second aco was successfully deployed in the patient's defect and the procedure was completed without any further issues. There were no adverse consequences to the patient and the patient remained hemodynamically stable throughout the procedure. The procedure was not significantly extended. The physician does not attribute the event to a device malfunction that had the potential to result in patient harm or injury. The physician also does not attribute the deformation to patient anatomy, but attributes deformation to product characteristics.